Event description:
A bio-med representative reported a system freeze with the site's element system. There was no pt present.

Manufacturer narrative:
No pt information provided as no pt was involved in this concern. Device manufacture date not available at time of this report. Software has not been evaluated as of the date of this report.